Event description:
It was reported that the pump touchscreen was scratched to the point of affecting the customer¿s ability to interact with the pump. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Reportedly, the customer addressed their bg with a manual dose injection. A replacement pump was sent to the customer to resolve the issue.